Event description:
Customer stated that the insulin pump alarmed during the prime process. The customer also stated that the drive support cap was protruded. During troubleshooting, the customer was performing a prime test and stated that insulin was squirting out. The blood glucose level was 136 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No alarm was noted for the drive support disk. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.